Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted january 2017.

Manufacturer narrative:
This report is submitted on april 18, 2017.